Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(6) 2015. The fse found a hole in the probe wipe rinse block tubing. The fse trimmed and reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4) .

Event description:
The customer reported a leak from the probe assembly of the coulter act 5diff cap pierce (cp) analyzer while performing daily maintenance. The volume of the leak was a few mls and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Upon revision of the device manufacture date, it changed from 07/01/2005 to 07/01/2006.